Manufacturer narrative:
Philips service reinstalled the hard disk spare part and returned the device to full service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a host system fault caused software crash during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.